Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
During review of programming and diagnostic history, it was observed that the vns patient's device was tested during an office visit on (B)(6) 2013 and system diagnostic results revealed high impedance (dc dc - 7) and a low battery condition. No patient adverse events were reported. The patient underwent generator replacement surgery on (B)(6) 2013 due to low battery. The replacement device was tested with the existing lead and diagnostic results showed lead impedance within normal limits. The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed. No further information relevant to the event has been received to date.

Event description:
Information was received from the surgeon's office. During the generator replacement surgery on (B)(6) 2013, the lead was observed as fractured. The lead was then replaced on (B)(6) 2014.